Event description:
The customer reports via phone during a CT exam (procedure not specified) on a male pt with history of (B)(6) using an optivantage injector, the staff started the injector and stood by the pt to observe the initial part of the injection. The technologist reports that the contrast started leaking out of the side of the syringe and onto her leg.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.